Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse followed up with the customer over the phone to address the reported event. Fse instructed the customer to replaced diluent inside bottle, check the connections, then prime system. The customer was subsequently able to run qc without errors. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 17nov2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The aia-900 operator's manual under chapter 12 - flags and error messages was reviewed. 2105 diluent suction error: the aia-900 operator's manual under chapter 12 indicates that the 2105 diluent suction error message is generated when the tip does not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. If the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to air in the diluent system.

Event description:
It was reported that the customer received "2105 diluent suction" errors while running quality control (qc) with their aia-900 analyzer. Technical support (ts) instructed the customer to check the cap and wires for fraying, and to check that the tubing was not kinked. The customer made up fresh diluent again, primed with no errors, and daily check passed; however, the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh) and estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.